Event description:
It was reported that during the attempted implant procedure, the physician was unable to obtain reasonable capture threshold on both attempted lead implants. Both lead attempts were abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments and analyzed. No anomalies were found. All conductors were distorted. Visual analysis noted the lead was damaged at implant. (B)(4): the full lead was returned and analyzed. No anomalies were found. There was blood in/on the helix/lobe mechanism.